Manufacturer narrative:
Pt demographics were not available at the time of this retrospective report. A medtronic ent representative tested the instrument and could not duplicate the issue. It was found that the camera needed to be adjusted by the user. There was no impact to the pt.

Event description:
Surgeon called in to report difficulty registering frazier suction. Surgeon stated that the instrument was slightly bent. Surgeon was able to verify the frazier suction by manually adjusting the angle of the suction. No impact on pt outcome reported.